Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 486 mg/dl. Customer declined troubleshooting. Customer requested assistance with calibrating. Customer reported to have had a cortizone shot and needed assistance with sensor. Customer was advised on turning sensor on and off.